Event description:
The complainant contacted leica biosystems because tissue appeared under processed. On (B)(6) 2023, the assigned leica biosystems field applications specialist (fas) received information from the complainant that tissue was undiagnosable. The fas documented the following information, "undiagnosable (exact number unknown). Multiple attempts made for additional information. Customer non responsive." Multiple attempts were made by leica biosystems to obtain the patient identifier information from the complainant, for the undiagnosable tissue; however, no additional information has been provided to leica biosystems.